Manufacturer narrative:
Investigation summary: one sample was received. It came in the sealed packaging blister and the top web calls for the catalog # 303345 blunt plastic cannula. Inside the packaging blister the is a needle assembly with pink plastic hub and a needle 1 ¼ ¿long. This would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the variable data is printed on the top web and it is placed, and the blister is sealed. In this case the proper line clearance was not performed leaving one part which ended up packaged and was not detected. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the 17 g bd blunt plastic cannula experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: actual product in packet is not correct product as per the product packaging label. The nurse went to use the blunt plastic syringe cannula. She had the correct packet but when she looked through the clear outer packaging film prior to opening she could see that the product was incorrect. It appeared to be a sharp needle instead.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 17 g bd blunt plastic cannula experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: actual product in packet is not correct product as per the product packaging label. The nurse went to use the blunt plastic syringe cannula. She had the correct packet but when she looked through the clear outer packaging film prior to opening she could see that the product was incorrect - it appeared to be a sharp needle instead.